Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) went high out of range. The customer switched to a new flex lot and calibrated with the new reagent lot and ran qc, resulting within range. The customer then repeated three patient samples run prior to qc going out of range, and corrected results were obtained. No other issue was found. The cause for the falsely elevated ft4 values on patient and qc is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated free thyroxine (ft4) results were obtained on patient and quality controls (qc) samples using ft4 lot 16165ba on a dimension vista 500 instrument. The discordant results were reported to the physician(s). Both patient and qc (level 1 and level 2) samples were repeated on the same instrument using a new lot of ft4 (16225aa), resulting lower . The corrected patient results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ft4 results